Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle lead exhibited a failure to capture and also the lead failed to advance completely over the guidewire. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and a stylet insertion issue were not confirmed. Final analysis found that as received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. A stylet insertion test was performed, and x-ray confirmed the stylet was able to be fully inserted with no difficulties.